Event description:
Just wondering whether the saline breast implants I had following a mastectomy in 1995 might have played a role in my development of mantle cell lymphoma. After reading an article by dr. (B)(6) suggesting that patients contact you, I decided to do so. Implants still in place in both breasts.